Manufacturer narrative:
The initial medical device report (MDR) with manufacturing report number (8021545-2026-00083), was submitted on 30-jan-2026. Upon receiving additional information, it was discovered that the event date has been changed. Additional information - this MDR is being submitted to include the below: b3: date of event. H6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an adhesive issue where the cannula had come loose, leading to an inability to administer the loading dose. The patient is very stiff, and it was instructed that extra doses may be given as needed. No further information available.